Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise

Event description:
It was reported that the patient expired. There was no known allegation from a health professional that suggested the death was related to the device. The cause of death was unknown. No further information was available.